Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. A DHR (device history record) was completed on (B)(4) 2013 for this product. It was noted a deviation was identified as a documentation issue and there is neither risk nor impact to the form, fit, and function of the manufactured device. The deviation does not have any effect on the functionality of the product or relations to the reported issue. No non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.